Event description:
It was reported that the collimator was closing down. There is no report of death of serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator calibration files were reloaded. The system was tested and found to be working as intended and returned to service.